Event description:
It was reported that after using a foley catheter to drain the urine, the balloon had burst, and a new foley catheter was used to continue the procedure. Per follow-up information received via ibc on 15-feb-2022, stated that there was no reported issue with missing pieces of the balloon. No patient injury was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The device did not fail to meet relevant specifications. An amber 3 way foley catheter was returned opened without original packaging. No visual defects were noted. Using a luer lock syringe the catheter balloon was inflated with 75 ccs of di water. No leaks were noted. The balloon inflated concentrically without issue. The balloon met specification. The catheter met specification as it would pass functional leak testing. Using a luer lock syringe the balloon was deflated without issue. The product was used for treatment purposes. The product had not caused the reported failure. No root cause could be found because the reported event was unconfirmed. The device history record review and labeling review was not required as the reported event was unconfirmed. The actual/suspected device was inspected

Event description:
It was reported that after using a foley catheter to drain the urine, the balloon had burst, and a new foley catheter was used to continue the procedure. Per follow-up information received via ibc on 15feb2022, stated that there was no reported issue with missing pieces of the balloon. No patient injury was reported.